Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the distal hood was used for a stomach endoscopic submucosal dissection on (B)(6) 2025, the device was cleaned and disinfected. The next day, (B)(6) 2025, the same distal hood was used for an upper gastrointestinal endoscopy on another patient. The patient the device was used on tested negative for the infected blood test. The issue occurred during diagnostic upper gastrointestinal endoscopy procedure. The procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: there is a possibility that the user understanding may have differed from olympus recommendation in device handling and/or reprocessing steps. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.